Event description:
The customer's parents reported via phone call that the customer has been going through batteries faster than usual. Customer has received several unexpected restart alarms. Customer's blood glucose was 255 mg/dl at the time of the incident. Customer had low reservoir alerts in the alarm history. Caller stated that the pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan. Customer may continue to wear the pump until the replacement arrives.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No reset error alarm was noted and the insulin pump passed the reset error test. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.